Event description:
During remote monitoring, episodes of undersensing resulting in inappropriate mode switch were observed on the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.